Manufacturer narrative:
(B)(4). The actual sample was not available. No furhter information is available.

Event description:
Baxter received a report from a nurse that a leak from cassette was observed after therapy. There was no patient injury / medical intervention. The actual sample is not available.